Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a partial display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the lcd board. Unable to confirm the missing segments/partial display and unable to perform any tests due to the blank display. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.